Event description:
It was reported via phone call that the buttons on the insulin pump were hard to press. Customer stated that they have to use a pen to press the buttons. Blood glucose readings were not provided. Customer declined troubleshooting and stated that they will call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.